Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred prior to use. The procedure was completed after the patient was moved to another lab to complete the procedure. It was reported to philips that the system shows message when the emergency stop button was pressed. Review of the logfile shows application error: post failed: ipc & ipc post: e-stop activated. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that the status of an error detected in the power supply unit with an emergency stop circuit-built in and requested onsite support. On further troubleshooting, the philips field service engineer (fse) checked the system onsite and found that due to an abnormality in the pc controlling the drive system (geo ipc), the emergency circuit was working. To resolve the issue, the fse replaced the geo ipc. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the emergency stop button was pressed, which can impact system booting. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.